Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04209. It was reported the patient¿s stimulation decreased by itself. Patient was reprogrammed, and it resolved the issue. A manufacturer representative met with the patient on (B)(6) 2019 due to stimulation coverage changed. The issue was confirmed via x-rays that s2 and s3 leads migrated. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
UDI number has been updated as the UDI number from the initial report was missing a digit.

Event description:
Related manufacturer reference numbers: 1627487-2019-04209, 1627487-2019-05691, 1627487-2019-05692. Additional information received stated the x-rays confirmed that the patient's s1 and s2 leads had also migrated. In turn surgical intervention was undertaken wherein all of the patient's leads were explanted on (B)(6) 2019 and replaced with two brand new leads. Post-operatively, stimulation therapy was restored.